Event description:
It was reported that a burn had occurred during a recharging session of the patient's device. The patient was charging the battery, and fell asleep for 5 hours in recliner. After awaking, the patient noticed that the recharger had slipped toward buttock area. The wound was located a few inches lateral of the implanted neurostimulator device, in the buttock area. The device had been implanted specifically in the patient's right gluteus. It was also noted that the patient was a paraplegic and does not have sensation in the affected area, nor at the device pocket site. The area of the wound became black and necrotic. The device was explanted at the request of the patient. The patient's status was that he had recovered with sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)